Event description:
It was reported that non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended but were not made at that time. The device remains implanted. There were no patient consequences.

Event description:
New information notes that programming changes were made on 16 oct 2022, the device remains implanted, and the patient is doing fine.